Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had lvp bezel post recall, during service replaced bezel assembly, and door assembly with keypad (3rd party parts). Replaced cracked ail assembly. Replaced membrane frame discolored. Replaced cracked rear case assembly. There was no patient involvement.

Event description:
It was reported that the device had lvp bezel post recall, during service replaced bezel assembly, and door assembly with keypad (3rd party parts). Replaced cracked ail assembly. Replaced membrane frame discolored. Replaced cracked rear case assembly. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Imdrf annex a, g, b, c and d grids. Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.